Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The device was reported to have been discarded. The cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported that during an osteotomy of tibia + lca procedure, the tip of the 3.5mm hex screwdriver broke off as the surgeon was manually tightening the screw. The tip of the driver was not able to be retrieved. The surgeon switched to a driver from another manufacturer to complete the case with no further incident.